Event description:
It was reported that the customer was hospitalized with a blood glucose of 690 mg/dl. The customer was also having issues with his blood pressure. The caller felt that the insulin pump was broken, and she requested a replacement. Troubleshooting was declined. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor.